Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump wont stop beeping and she pressed all buttons and nothing has happened. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the issue occurred when the battery died and she started insulin pump, it started to beep. Customer stated buttons were neither pressed nor accidentally pressed. Customer stated there was nothing nearby that beeps. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No audio/vibrate anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.